Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low 2 weeks prior at 26 mg/dl. Customer treated low bgs by drinking sugar.